Event description:
It was reported as "2 prongs broke off instrument. Replacement was ordered".

Manufacturer narrative:
Investigation has been initiated. Any additional info will be filed as supplemental report.